Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer alleging possible pump over delivery. The customer¿s low blood glucose was 34 mg/dl at the time of incident and current blood glucose is 126 mg/dl. The customer did not provide details regarding symptoms of low blood glucose. Customer was treated with food. The reservoir will be return for analysis.